Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump gave drive count and time values or changes incorrect for moving or coasting error. The customer¿s blood glucose level was 311mg/dl at the time of the incident. The customer reported that they try to rewind, but the pump won't allow do it. Customer states they are not able to rewind the pump. Customer has high blood glucose and refused to troubleshoot and said that she has not received any insulin for over an hour. The insulin pump will be returned for analysis.